Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on february 5, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. According to medical records there was no rash, redness, nausea or vomiting mentioned for the dialysis treatment. Dialysis treatments and notes reveal patient tolerated treatment without difficulty. Patient did have clotting followed by nausea. The nausea was relieved by zofran. Patient¿s dialysis was ended early due to increased venous pressure. Although the medical records do reveal the patient did have some dizziness, nausea, and vomiting, it is not to the extent mentioned by the clinical manager. The medical records are not consistent with the issues mentioned by the clinical manager. The patient had received many dialysis treatments with the optiflux 160nre dialyzer with no adverse events. The patient was changed to another dialyzer without any adverse event. There is no documentation within the medical record to suggest a causal relationship between the optiflux dialyzer and the adverse event. Device evaluation: the device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all dialyzers with the reported catalog number shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the batch production records for all lots (with the reported catalog number) shipped to the complainant in the three months that preceded the complaint occurrence date did not reveal a probable cause for the reported complaint. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the batch production records was performed for all lots shipped to the complainant in the three months prior to the complaint occurrence date (with the reported catalog number) did not reveal a probable cause for the reported complaint.

Event description:
The following information was extracted from the provided medical records for the treatment performed on (B)(6) 2015. Dialysis was performed through the right jugular tunneled catheter. Dialysis treatment started at 07:15 without a problem. Patient was administered benadryl at start of dialysis. Patient was comfortable at start of dialysis. At 08:56, the dialysis treatment was interrupted due to the system clotting. Patient was sleeping and resting comfortable. Nurse rinsed back and re-primed new dialyzer with 1000cc normal saline. Treatment resumed and patient was tolerating treatment well and sleeping. At 09:48, patient became nauseated and patient was administered zofran. At 10:38, the patient's dialysis finished 1 hour and 6 minutes early due to venous pressure rising. Patient left ambulatory and discharged home, but complained of having the chills. Patient was instructed to go to the emergency room if chills continued.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing medical records. The plant investigation is in progress. The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
The clinical manager (cm) of an outpatient hemodialysis facility reported that a patient experienced symptoms of nausea, vomiting, chills, facial flushing, and skin rash as well as warmth that developed during the hemodialysis (hd) treatment which occurred over a two to four week period. The cm revealed that the dialyzer reactions were experienced by the patient during the hd treatments received on (B)(6). Additionally, the cm noted two instances, during the (B)(6) hd treatments, where the blood clotted with no blood loss. The cm revealed that the symptoms began with mild itching and skin redness within 15 minutes of treatment initiation. The itching progressively worsened. On (B)(6) 2015, the physician requested the dialyzer be flushed with 1 liter of normal saline solution prior to the patient's hd treatments going forward. Additionally, the physician wrote for the patient to be pre-medicated with (B)(6) prior to undergoing their hd treatments. Reportedly, these interventions had no effect. The itching and redness intensified over a two week period and culminated in the patient experiencing nausea/vomiting, flushing of the face, and chills. There were no missed or shortened treatments as a result of these symptoms. The physician ordered the dialyzer be switched to another manufacturer's device, and the patient's symptoms subsided. The patient continued receiving hemodialysis using a different manufacturer's dialyzer with no further issues being reported. The patient's current condition was reported as being "well." The complaint device is not available for evaluation.